Event description:
It was reported that approx 1 year ago the pt began having stiffness and lack of flexibility. Within the last 6 months, it began getting progressively worse which effected his walking. He is also complaining of pain. An x-ray was done in the doctor's office and then a bone scan was ordered. The bone scan revealed loosening of all three components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.